Manufacturer narrative:
Device manufacturing date provided.

Manufacturer narrative:
The initial report occurred on (B)(4) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient information was unavailable from the site. Device manufacturing date is unavailable. Onsite investigation was preformed and the reported event could be reproduced. Replacement of the surgeon monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as the issue was replicated during testing. This failure is tracked through hardware defect tracking software and references to this case have been added to that record. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, the surgeon monitor would flicker and show a distorted screen. This was occurring with optical tracking. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.